Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy, on resection of the stomach, the staple line was incomplete distally. They opened a new staple to complete the case. There was no patient injury.